Event description:
It was reported that a patient had a 'low' battery and felt irritation at the implantable neurostimulator (ins) pocket. The ins had been implanted 'for a few years ago.' It was stated that the physician planned to do an ins revision/replacement and put a new ins in the abdomen instead of the 'flank' position. Further information has been requested. If more information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-01356 for information on a related event.

Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003,explanted: (B)(6) 2013, product type extension; product ID 3998, lot# lb2950, implanted: (B)(6) 2003, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that all diagnostic checks were good, except that the battery needed replacement, which was good. Following the replacement the patient was doing well.